Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with an argus ii device on (B)(6) 2015. On (B)(6) 2016, the surgeon noted that the subject had developed proliferative vitreoretinopathy (pvr) with tractional retinal detachment in the four quadrants. The subject reported loss of peripheral vision in the implanted eye (left eye), but experienced no pain. On (B)(6) 2016, the subject underwent vitrectomy surgery with peel of the pvr membrane. During surgery, two retinal holes were lasered, and silicon oil was injected in the implanted eye. On (B)(6) 2016, the subject was reported to be doing well, and was discharged from the hospital. On (B)(6) 2016, the subject was seen by the surgeon who reported that the implanted eye appeared stable. On (B)(6) 2016, the surgeon reported that the patient's eye was continuing to respond well to the surgical intervention. There was no defect or malfunction of the device associated with this event.